Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t stat assay (tntstat) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 0.131 ng/ml and this value was reported outside of the laboratory. The clinician asked for the sample to be repeated and requested a second sample to be collected from the patient for testing. A second sample was collected from the patient and tested, resulting as 0.055 ng/ml. The customer then repeated the original sample and it resulted as 0.057 ng/ml. The original sample was repeated a second time, resulting as 0.056 ng/ml. The repeat result from this sample was believed to be correct. The patient was not adversely affected. The customer stated that both values from the sample were high and treatment would not have changed due to the higher first result. The tntstat reagent lot number was 273497. The reagent expiration date was asked for, but not provided. The field service engineer could not duplicate the issue. He confirmed that the analyzer was operating within specifications. He confirmed that there was no damaged tubing or leaks. He ran performance testing and it was successful. The customer ran precision studies and these were successful. The customer ran quality controls and these were successful. A reagent issue could be excluded since calibration was successful and controls were within range. The investigation was unable to find a definitive root cause.